Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device component code 515 relates to the device problem code 2906 for the evaluation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the stent was partially deployed by approximately 3mm. No issues were noted with the profile of the device. During a functional evaluation, it was possible to retract the remainder of the deployment suture with some resistance and deploy the stent. The shaft was kinked at 297mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal dilation procedure on (B)(6) 2011. According to the complainant, the indication of the stent placement was an esophageal stenosis. The lesion was not dilated prior to stent placement. During the procedure, the stent system was positioned within the patient. However, when the physician attempted to deploy the stent, the deployment suture failed to release. The stent was unable to be deployed from the delivery system. No visible damage was noted to the device. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which indicates that the stent was partially deployed, this is now considered a reportable event.